Event description:
It has been reported to philips that during a procedure exposure was not possible. There was a problem with image storage. No harm has been reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a diagnosis of coronary procedure, the procedure was delayed and it was completed after multiple restarts. The philips field service engineer (fse) inspected the system onsite and confirmed that the system stops providing exposure and displays the message exposure failed, reselect application. The fse further investigated the issue and found that the images were possibly lost, and the corrupted images were received from image detection. The fse tried to recreate the image but failed. The fse replaced the ip (image processing) pc and the hard discs to resolve the issue. The fse also downloaded the ippc board software, recreated the image store and made ghost backup. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.